Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2017-17146.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the implant had been working. The patient stated since the patient had been on different medications, the implant hadn't been working as well regarding their symptoms. It was stated the patient met with the manufacturer representative (rep) and tried to change the program. On (B)(6) 2017, the hcp reported that the patient's implant was working; one of their generators were off. It was noted that they had non-obstructive urinary retention. The issue was noted to be resolved. The patient reported, on (B)(6) 2017, that it didn't seem to work as good as it did in the beginning no matter what setting they used. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp and a con. It was reported that the urinary retention was a pre-existing condition. The patient was reprogrammed on (B)(6) 2017 in an attempt to resolve the urinary retention. On 2017-08-28, the patient reported that they were drinking more, using catheters, and then got the device to preclude the retention. MDR decision corrected to not reportable. No additional supplemental reports required unless additional information received indicates reportable event.